Event description:
It was reported via the FDA, the hip surgically implanted prematurely failed, causing the ball to be replaced. The original hip was implanted (B)(6) 2001 at hospital. The second hip was implanted in 2005. The hip surgically implanted in 2005.

Manufacturer narrative:
Device not returned. No evaluation will be performed.